Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. It was noted that the implantable cardiac defibrillator was in backup vvi mode. The patient was brought into the clinic for further evaluation. The device was successfully restored. That patient was stable throughout the event and will continue to be monitored regularly.